Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to fluid loss from a hole in the cuff. The original pump was salvaged. A new ams 800 artificial urinary sphincter cuff and balloon components were implanted. Additional information received indicated the patient experience recurring incontinence.